Manufacturer narrative:
The device subject of the event was discarded and not returned for evaluation. As the device is not available for evaluation, a root cause of the reported event cannot be determined. The light handle cover is manufactured and packaged in a controlled environment. Employees wear hairnets, safety glasses, gloves, and are fully gowned. Additionally, the light handle cover is terminally sterilized using ethylene oxide. The entire light handle cover device including the contents within the sterile barrier are considered sterile. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our policies and procedures. No additional issues have been reported.

Event description:
The user facility reported via medwatch (B)(4)t hat when a lb53 light handle cover was opened, it was noticed that several black flecks were on the light handle cover. The light handle cover was not utilized and was discarded. The user facility utilized another lb53 light handle cover and no issues were noted. No report of injury.